Event description:
Healthcare professional reported a left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Continued: h6- f1905. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, one opening on the posterior side assessed as fold flaw opening. ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observation: ¿ crease observed on the device. ¿ no penetrating nick ( stress marks). No further actions are required as no issues with the manufacturing process are observed. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a left side rupture. Healthcare professional additionally reported capsular contracture baker grade unknown and "hole, non-specific." Patient undergone capsulectomy. Device has been explanted and replaced.